Event description:
It was reported that the patient was seen as a self-referral because of crown mobility on the implant. The patient reported that the crown was loose for approximately 3 weeks before they were seen and by that time, the implant collar had fractured. The implant was removed. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-03211. Zimmer biomet complaint number (B)(4). Concomitant medical products: unknown abutment screw, lot number: unknown. Therapy date: unknown/not provided. Additional PMA/510(k) number: k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-03211-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified fracture around collar and bone residue around the external threads due to usage. Based on the evaluation, device malfunction did occur for the implant. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot (60967179) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (60967179) for similar events and no other complaint was identified. Functional testing could not be performed due to the nature of the devices and events. Therefore, the reported events could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be determined. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation for the reported events are parafunctional habits of the patient (clenching) over the implantation period (14 years) or patient specific issues. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.